Event description:
1990 pt had bilateral breast augmentation with 310 cc silicone implants. 12/95 pt complained of capsular contracture wtih resulting pain and deformity in appearance. Pt wished to have implants removed because of discomfort and deformity. Breast exam revealed baker's class. Grade IV capsular contracture on right with pain and deformity. No obvious masses or nipple discharge. Implants removed intact with evidence of rupture or silicone bleed.